Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: the pump powers with an audible tone, vibration and a blank display. The battery cap is able to fully tighten. The battery cap measures within specifications. The battery compartment intact. The black box shows unexplainable power on reset events on (B)(6) 2014. No power on reset events observed in black box on (B)(6) 2014. Investigators were unable to complete the following checklist steps due to a blank display. Unable to adequately investigate intermittent power complaint due to blank display preventing 24 hour exercise. There was no evidence of moisture contamination inside pump. Further investigation shows a failed display flex cable. Installed test display and test display fully illuminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.